Event description:
It was reported that following a motorcycle accident, the user¿s ilet screen became pixelated, nonresponsive to touch, and lacked visibility, necessitating a switch to multiple daily injections; the issue aligns with a display malfunction of the user interface component. Symptoms included no reported adverse clinical effects. Outcomes included no alerts or alarms reported and continued therapy via alternative insulin delivery. Investigation included customer service assessment and troubleshooting with education. Investigation of this case revealed a nonfunctional display consistent with impact-related damage resulting in loss of screen usability. It was concluded, based on previously established findings for similar reports, that the cause was physical damage from external force.